Event description:
It was reported that the power cord was missing the power prong and the patient right siderail had no function. No adverse consequences alleged.

Manufacturer narrative:
Manufacturers investigation stated that the broken prong on the power cord is consistent with misuse as the beds are being moved without first being unplugged from the wall.